Event description:
The customer received questionable results for multiple patient samples that were discovered when a technologist questioned the results for patient sample 1 based on a delta check. The samples were repeated on another analyzer. Of the data provided, only the glucose hk results for two patient samples were discrepant. Patient sample 1 initial result was 94 mg/dl and the repeat result was 147 mg/dl. Patient sample 2 initial result was 76 mg/dl and the repeat result was 112 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct the patients were not adversely affected. The glucose reagent lot number and expiration date were requested, but were not provided. The field service representative found there was no naoh going to the rinse mechanism and the vacuum tubing from the waste vessel had come loose. This was causing no naoh detergent to be used on the reaction cells. The customer replaced all probes, ise tubing, lamp and reaction cells. The field service representative verified the fluidics. He performed an instrument check. The customer ran qc the results within laboratory specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.